Manufacturer narrative:
(B)(6) received a complaint alleging false positive results on eight (8) patient samples (asymptomatic internal staff samples) with the simplexa covid-19 direct assay, but resulted negative on a competitor assay (seegene and cepheid genexpert). Run analysis of the simplexa assay results are as follows: (B)(6) based on this information, it appears the samples were at the limit of detection of the simplexa assay. It is noted that the seegene and cepheid genexpert have different targets (e/rdrp/n2 and e gene/n2 respectively) and utilizes extraction of the sample while the simplexa assay does not. Environmental swab tests were performed on (B)(6) 2021 at 1149 with multiple surfaces at the customer site and several surfaces were detected for both targets ranging from CT = 28.3 - 33.7 and ec515 errors in the ic target on 2 surfaces. According to the customer, "deep cleaning" was performed that same day and environmental swab tests at 1539 were still coming up positive on 3 surfaces - andis, blue hood buttons, mini centrifuge. Further investigation was performed by the customer and potential sources were identified: on the (B)(6) 2021 a sample was received in the molecular department that had been leaking. The specimen was sra'ed in the molecular department and cleaned with 10% bleach. The sample ended up testing positive for sars-cov-2. New instruments were purchased in the department in(B)(6) 2021 that requires staff to rip stickers along a serrated line before putting into the instrument. Disks were being put into the instrument incorrectly prepared and tabs were not ripped correctly. One disk had been ripped up to the sample well and another disk had rips with uneven tabs that folded upwards instead of being secured. While in the instrument the disk spins as fast as a centrifuge, so there is the potential that sample had leaked out during testing. The sample where the tab was ripped to the sample well also tested positive. New staff members also started in the department in (B)(6) 2021. Only after 18 different decontamination and sampling events between (B)(6) 2021 - (B)(6) 2021 did the customer finally get clean environmental tests. The assay is no longer suspected to be the source of the suspected false positives since it is highly likely the total lab contamination and end user practices caused the false positive results. The customer has implemented several changes to prevent occurrence of this high level of contamination: tracking sheets stating which disk serial number was used and what instrument have been implement. Staff are instructed to write serial numbers on sheets and not to re-use disks on different instruments. Training provided to staff as a group about how to properly rip of the tabs on the (B)(6) disks. Discussion with staff about how important the need to keep the area clean and discussion regarding results from environmental swabbing. Opened pipette tip boxes were discarded and new ones opened. A dedicated pipette and pipette tip box is to be used for the (B)(6) setup. The pipette and tips will not be used for any other testing. This pipette is a new pipette and is unused. The (B)(6) instruments have been moved from the extraction room to the amplification room. Disks are kept in the amplification room until they are to be re-used and walked between rooms using a container or plastic zip lock bag. This container is bleached between rooms and plastic zip lock bag is disposed of. Used disks that still have wells available will be stored in boxes or plastic zip lock bags so to contain any potential contamination issue. (B)(6) disks are now rested on a metal tray in the fume hood so the disk doesn't slide on the fume hood tray. The metal tray is bleached before and after use. By using the metal tray, any potential contamination will be on the metal tray, not the fume hood. Staff will now wipe their fingers with an alcohol wipe before and after touching the (B)(6) disk tabs reverse pipetting has been implemented when setting up the diasorin disks to avoid any bubbles that could potentially cause a false reaction during pcr testing. Silicon keyboard covers have been ordered so keyboards can be cleaned properly with bleach batch record review showed the critical component, reaction mix mol4151, lot# x13342n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. The customer's device and suspected false positive samples were not provided for investigation. The disc mol1455, lot 13529n is currently being investigated for potential leaks. The complaint investigation conclusion is pending the retain testing of those discs, but the assay is no longer suspected as the potential cause of the false positive results since the same assay lot produced no false positives after the final decontamination results. Assay issue not confirmed. This is the 1st complaint on mol4150, lot# x13453n for suspected false positive results.

Event description:
(B)(6) received a complaint alleging false positive results on eight (8) patient samples with the simplexa covid-19 direct assay, but resulted negative on a competitor assay (cepheid genexpert). The customer believes the instrument is the source of the contamination. The customer confirmed no patient results were reported to a diagnosing physician or clinician. No alleged harm occurred. Patient health information and sample collection method was not provided.